Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), high out of range shock impedance measurements were obtained with the newly implanted right ventricular (rv) lead. The physician opted to reprogram the upper limit to 175 ohms. No adverse patient effects were reported. At this time, this device system remains in service.